Event description:
It was reported that the implantable pulse generator (ipg) of the patient had migrated due to weight loss of the patient. The patient underwent an ipg pocket revision and was doing well postoperatively. The device remains implanted and in service.